Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the client was unable to transmit. There have been successful transmissions previously sent from the phone line. Also noted was that new batteries were installed. The monitor gets to the phone side and the yellow light is lit, but there is no dial tone. No patient complications have been reported as a result of this event.